Manufacturer narrative:
Summary: the performance of the ICD and the lead under complaint was scrutinized.the analysis of the ICD memory content revealed the presence of noise in the rv and ffchannels, which led to the charging of 30 defibrillation shocks with subsequent shockdeliveries, confirming the clinical observation.however, the ICD proved to be fully functional. In particular, the sensing function of theicd was tested and resulted to be flawless. In summary the analysis of the ICD and the lead did not reveal any sign of a material ormanufacturing problem.

Event description:
Ous MDR - during the first five follow-ups, all of the measurements were good and stable. On (B)(6)-2014 the patient received inappropriate shocks due to noise being over sensed on the rv lead. Detection was turned off until his lead can be replaced. On the (B)(6) 2014 the physician performed an extraction of the rv lead and implanted a new rv lead. During the procedure, we could see in the fluoroscopy that the lead was intact. While unscrewing the screws from the header of the device, the doctor ensured that all the screws were screwed properly. When she started unscrewing the screws, one of them came apart.